Event description:
The customer was retrieving the catheter and noticed that the tip was crushed. The product was not used on any pt and did not enter the sterile field.

Manufacturer narrative:
Device investigation: the flat tip of the catheter was visible through the envelope. There is a flat spot between 0.5 and 1.4 cm from the distal tip. There are four other significant bends in the catheter that appear to be artifacts of shipping. The unit was not directly tested and was left sealed in its envelope. Based on past experience with this sort of damage, a 0.053" mandrel will not pass the flattened spot. Conclusion: the sensitivity of the distal tip to handling damage in this catheter is a known weakness of this packaging configuration. Later lots include a shipping mandrel to protect the distal tip during shipping and handling.